Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 detachment handle. During the procedure, two ruby coils were successfully detached using the detachment handle. The physician attempted to detach another penumbra coil 400 with the detachment handle, however, it would not detach. A new penumbra coil 400 detachment handle was successfully used and the procedure continued successfully. There was no report of an adverse effect on the patient. The physician commented: there may have been some foreign object at handle funnel that made it unable to go in further.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the handle. Conclusion: the complaint has been evaluated. The complaint indicated that the handle did work during an attempt to detach the coil. Evaluation of the returned product could not be confirmed. The handle was tested for both pull force and throw distance and functioned properly. This test verifies that the handle should have been able to detach the coil. The root cause of this complaint cannot be determined. These devices are 100% functional tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.